Event description:
Patient in room for endometrial ablation with novasure and other procedures. When we were ready to use the novasure it was plugged into the machine and automatically the cavity assessment light flashes without enabling or tapping the foot pedal. It eventually stopped but when the surgeon inserted the device into the uterus, the cavity assessment failed and the fan of the novasure did not open. We opened another novasure handpiece and tried a different machine. They were eventually able to make it work. I do not believe it was the machine because we tried both machines and it happened using both of them. This issue has been happening for several weeks now. Unsure if it is a certain lot of novasure handpieces that are bad.